Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Blood glucose was not impacted. Reportedly, the customer reverted to manual injections for diabetes management.